Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery is lasting less than a week. The customer stated that he changed the battery two days ago and the battery indicator was already showing 2 bars. He stated he put the new battery cap and cleaned the spring but the issue was not resolved. The alarm history showed multiple no delivery alarms and one threshold suspend alarm during (B)(6). The customer also stated he has been experiencing high blood glucose between 200 and 300 mg/dl for the last three months. His normal blood glucose range is between 80 and 140 mg/dl. He declined troubleshooting. Customer was advised to change the battery again and monitor the insulin pump.